Manufacturer narrative:
The reported uncomfortable stimulation was not confirmed. No physical or functional that existed prior to explant that would contribute to the reported issue was observed. The root cause of the reported issue could not be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation in their arms up through their eyes following several falls. In turn, surgical intervention may be pending to address this issue. The patient's lead was affected by fsca 1627487-10/16/18-001-r and has been reported under related reference number 1627487-2018-10775.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. Post-operatively, therapy was turned on and patient has good coverage.